Event description:
External fracture of wires. Questionable internal wire fracture vs. Stress on wires. Diagnosed by cxr. Thoratec engineers came on site and could not repair external wires d/t proximity from dl exit site.